Event description:
(B)(4) study. Same case as: 2134265-2012-00095, 2134265-2012-00096,265-2012-00097, 2134265-2012-00098, 2134265-2012-00100. It was reported that post a coronary stenting treatment procedure, the patient experienced chest pain and thrombosis. Lesion 1 was located in the proximal left anterior descending (lad). The lesion was 90% stenosed, 3.0mm in diameter and 16mm long. The lesion was treated with placement of a (B)(4) study stent. Post dilation was performed. Residual stenosis was 0%. Lesion 2 was located in the proximal right coronary artery (rca). The lesion was 80% stenosed, 3.5mm in diameter and 26mm long. The lesion was treated with the placement of a (B)(4) and (B)(4) study stents. Residual stenosis was 0%. Lesion 3 was located in the mid rca. The lesion was 90% stenosed, 3.5mm in diameter and 28mm long. The lesion was treated with the placement of (B)(4) study stents. Residual stenosis was 0%. Lesion 4 was located in the 1st right posterolateral. The lesion was treated with placement of a (B)(4) study stent. Residual stenosis was 0%. The site reported that a side branch occlusion occurred post placement of the stents. Source notes indicates "patient would be up ambulating without difficulty after some mild chest pains on the night of the intervention. Patient was treated with nitroglycerine with some improved. It was felt that the chest pain could possibly be due to the smaller vessels that were occluded during the procedure." The next day, the patient experienced no further chest pain. The patient was discharged 3 days later on aspirin and clopidogrel. In (B)(6) 2011, the patient was admitted with chest pain associated with shortness of breath. There was 100% restenosis in the rca. A luge wire was unable to successfully wire the rpl and was removed. A pt graphix wire was attempted and was also unsuccessful in crossing the rpl. The rpl was treated with balloon angioplasty and placement of a 2.5x15mm non-bsc drug eluting stent. Post dilation was performed. Residual stenosis was 100%. Treatment of the thrombosis was unsuccessful. The ostial rca was treated with balloon angioplasty and placement of a 3.5x15mm non-bsc stent. Post dilation was performed. Residual stenosis was 0%. The event was considered resolved without residual stenosis. The patient was discharged 1 day later on aspirin and clopidogrel.

Manufacturer narrative:
Device is combination product. (B)(6). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).